Manufacturer narrative:
Review of cloud data from the user found that a pod with the sequence number reported was used between 21:28 on 10dec2025 and 13:47 on 11dec2025. The cloud data from this period was downloaded and reviewed. Review of the patient history buffer (phb) data found that, while in automated mode, the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. Two automated delivery restriction alerts were generated during this period due to the automated algorithm delivering the max amount of automated basal insulin for extended periods in response to increasing and high estimated glucose values. While in manual mode, the system correctly delivered the user's manual basal program. The cloud data showed evidence that the bolus records captured in the cloud came from boluses that were actively and successfully delivered as the total pulses delivered count tracked by the pod incremented correctly based on the total bolus volume for each bolus after each bolus was delivered. No evidence of issues with insulin delivery or of any other issues with the system was observed in the available data.

Event description:
It was reported that the patient visited their doctor's clinic, praxis wilsdorf, with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 30 mmol/l (540 mg/dl) while wearing the pod between 5 and 24 hours. Symptoms reported include nausea, dizziness and the patient not being able to see as well as collapsing at the clinic. The patient was treated with insulin injection via insulin pen, unspecified infusion and water then, a new pod was applied by the doctor. The patient stayed at the doctors clinic from 10 am to 4:30 pm then went home.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported doctor's clinic visit and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
Inspection of the device and available cloud data did not find any issues that would result in the device failing to deliver insulin. The downloaded data does not show any timeouts or drive stalls during the run that would indicate a failure of the pod to deliver insulin. Review of the patient history buffer (phb) data found that the automated system functioned as intended. No evidence of issues with insulin delivery or of any other issues with the system was observed.